Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation.

Event description:
This report summarizes 1 malfunction event, where it was reported the chair alarm was not functional. There was no patient involvement.

Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed; there was a bent component. The device was repaired and returned.

Event description:
This report summarizes 1 malfunction event, where it was reported the chair alarm was not functional. There was no patient involvement.